Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion and did not detect an upstream occlusion. A review of the event history log revealed ¿downstream occlusion¿ and ¿upstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition ¿failed psi test¿ was verified. The cause of the downstream occlusion was determined to be the out of calibrated specification downstream sensor and the force sensor could not be calibrated. The force sensor requires replacement to address this issue. The upstream occlusion cause was determined to the out of calibrated specification upstream sensor upper reading. The ultrasonic sensor could not be calibrated and will require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a pounds per square inch test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.